Manufacturer narrative:
Corrected data: section g9 in the initial MDR was populated with MFR report number 9614546-2020-00305. However, the number should have begun with 2020664. Additional information: further information was provided and reported there was no vitrectomy, incision enlargement or sutures required when the lens was explanted. The lens was replaced with a non-johnson & johnson replacement lens. The replacement lens successfully implanted. No additional information was provided. The following sections have been updated accordingly: section b3: date of event: (B)(6) 2020 section d7: if explanted, give date: (B)(6) 2020 device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints revealed 1 other complaint has been received for this production order number and the complaint could not be confirmed; therefore, no further escalations were required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in reviewing the supplemental MDR, it was noticed that the following information was inadvertently not populated with patient code 3191. The following section has been updated accordingly: section h6 patient code 3191- explant of lens. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/ date of birth: unknown/ not provided. Date of event: unknown/ not provided. If explanted; give date: unknown/ (B)(6) 2020 was provided, but unconfirmed. (B)(4). Attempts have been made to obtain missing information; however, no definitive response has been received. Note: the device was manufactured at the (B)(4) site which has been closed.  All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was planned for an explant due to intolerable glare. No additional information was provided to johnson & johnson surgical vision.